Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: an initial examination of the complaint unit was not carried out as the product was not returned to site for investigation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary transluminal angioplasty procedure there was an inflation issue. The 100% stenosed lesion was located in the calcified and moderately tortuous left anterior tibial artery. The encore inflation device was being used and the pressure would not exceed more then four atmospheres. The three way stopcock was exchanged and the connection was checked and was still unable to increase the pressure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.